Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the patient's port was implanted via the left subclavian vein by ultrasound for chemotherapy. X-ray was completed and fracture was revealed. Device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one MRI port with 8f groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal end attached to the port stem under a catheter lock. It was noted that the catheter lock was not completely seated against the port body. A complete circumferential break of the catheter was noted approximately 1.1cm distal to the port body. When viewed under magnification, both ends of the catheter break exhibited jagged and rounded properties with mostly granular surfaces, though one side of both breaks was noted to be smooth. Wear was noted from the 5cm to 7cm depth markers on the catheter. Both port body with attached catheter segment and detached catheter segment were separately patent to infusion. Based on the finding of a complete circumferential break, the investigation is confirmed for the reported leak/fracture, specifically due to a catheter break. Per the evaluation results, the ends of the catheter break were jagged, possessing a mostly granular surface that was smooth on one side. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient's port was implanted via the left subclavian vein by ultrasound for chemotherapy. X-ray was completed and fracture was revealed. It was stated that the distal catheter segment migrated into the heart and was removed. The port body was removed 3 days later. There was no reported patient injury.

Manufacturer narrative:
Additional information provided by the international business center (ibc) on (B)(6) 2018, and the associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported that the patient's port was implanted via the left subclavian vein by ultrasound for chemotherapy. X-ray was completed and fracture was revealed. It was stated that the distal catheter segment migrated into the heart and was removed. The port body was removed 3 days later. There was no reported patient injury.

Event description:
It was reported that the patient's port was implanted via the left subclavian vein by ultrasound for chemotherapy. X-ray was completed and fracture was revealed. It was stated that the distal catheter segment migrated into the heart and was removed. The port body was removed 3 days later. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. One MRI port with 8f groshong catheter was returned for evaluation. The catheter was returned in two segments, with the proximal end attached to the port stem under a catheter lock. It was noted that the catheter lock was not completely seated against the port body. A complete circumferential break of the catheter was noted approximately 1.1cm distal to the port body. When viewed under magnification, both ends of the catheter break exhibited jagged and rounded properties with mostly granular surfaces, though one side of both breaks was noted to be smooth. Wear was noted from the 5cm to 7cm depth markers on the catheter. Both port body with attached catheter segment and detached catheter segment were separately patent to infusion. Based on the finding of a complete circumferential break, the investigation is confirmed for the reported leak/fracture, specifically due to a catheter break. Per the evaluation results, the ends of the catheter break were jagged, possessing a mostly granular surface that was smooth on one side. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.